Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door number three on the auxiliary tower clicked multiple times and failed on every transaction. A field service engineer (fse) found latch sensor connectors were contaminated preventing proper operation and pursuant to pyxis communication 1843 the fse replaced all four latches in the latch column. Further the fse verified operation through hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 3 on co.e5b had failed, and when recovery was attempted, the message "requires maintenance, please contact technical support" was displayed on the screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.